Event description:
Healthcare professional also reported right side "creases."

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified: broken plug strap, opening curved on anterior, creases fold and wear abrasion. Leak test and microscopic analysis was performed which identified: sharp broken on plug strap, sharp opening on anterior and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is creases are observed but have no relationship with manufacturing, sharp opening on anterior (valve bond edge) due to an unidentified (tear) opening and sharp broken on plug strap due to an unidentified (tear) opening.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.